Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts for part return was unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) spoke with the perfusionist who stated their biomedical staff was able to identify a bad cable as the cause of the problem and it was replaced. The system was working properly, and the request for service was cancelled.

Event description:
Prior to the use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was alarming without any message indicators. As mitigation, cables were replaced and the unit was continued to be used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.